Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the item was not showing up in the patient profile. A technical support specialist (tss) explained to the customer that the rejected order requires time to clear before the new order will appear. The customer acknowledged and confirmed understanding of the explanation. The system functioned as intended after the technical support specialist assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, medication was not showing up in the patient profile. Pharmacy rejected the initial request although a new request was submitted, the profile continued to display the rejected order. User explained that the rejected order required time to clear before the new order would appear. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.